Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit's light emitting diode (led) power did not turn on. There was no patient involvement.